Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The coronary treatment was being performed when the issue occurred and was completed as planned as system was fully functional. The philips remote service engineer (rse) inspected remotely and confirmed that the system gave alert indicating float tabletop key was active at startup. As part of troubleshooting, the philips field service engineer (fse) reviewed system log files and found no table float errors, checked signs of damage on the control panel mushrooms and on single mushroom but no damage found, and verified that the pan handle was not being pushed down by the cables. Upon all these checks, the fse could not find any problem, the system was functioning without any issues. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure as the system was fully functional. The procedure was completed as planned on the same system without any delay, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The health impact code is corrected.

Event description:
It was reported to philips that the system generated an alert indicating "float table top key is active at startup", which can impact booting. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.